Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device wasn't working. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient controller was displaying the settings not available screen starting about a week prior to the report. The patient was unable to increase settings. They could decrease, but not increase past 3.4 milliamps. He noted that he had previously been as high as 5-6 milliamps. The patient noted that he did fall about two weeks or a month prior to the report. He also has recharged his implantable neurostimulator as a troubleshooting step. It was confirmed that the implantable neurostimulator was on. The patient decreased all the way to 0.0 milliamps and when increasing the settings would only go to 0.2 milliamps. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2018. It was reported that the patient was seeing the settings not available message on all 3 programs. It was reviewed that the manufacturer representative should check the impedances to see if something is out of range. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient on 2018-may-23. It was reported that there were no symptoms that the patient experienced related to not being able to increase the stimulation past 0.2 milliamps due to seeing the settings not available message. The manufacturer representative was unable to tell if there were any out of range impedances due to only conducting troubleshooting over the phone. The manufacturer representative was not able to reprogram the patient so that they could control their stimulation using the patient controller without seeing the settings not available message. It is unknown at this time if the patient¿s fall affected the patient¿s device in any way. The patient is scheduled to see the physician for x-rays. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the 'settings not available' message and inability to increase stimulation on all 3 programs. The patient had already tried taking the batteries out and reinserting them and noted that the ins battery was fully charged. The patient wanted to know if a rep could be at the patient's hcp appointment scheduled on (B)(6) 2018. No further complications were reported.